Event description:
It was reported that on an unknown date, while having a conversation with a surgeon, the patient said when she was younger she had broken an ankle. She said the fracture was likely fixed with a synthes 1/3 tubular with syndesmosis screw. She said at one point she had to have the syndesmotic screw removed. She did not express any complaints or adverse events related to the hardware removal. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.